Manufacturer narrative:
It was reported that after inflation in the popliteal artery, a savvy balloon burst and there was difficulty retrieving it through the sheath. The balloon was inflated at the bifurcation of the profunda and sfa in a calcified region. During the inflation, the balloon burst. The physician tried to remove the balloon through a 6f cook balkin sheath. He was unable to retrieve the balloon inside the sheath. He finally retrieved the sheath and the balloon and kept a 0.018 wire as an access in order the re-insert a new sheath. Device will be forwarded on receipt. One non sterile catheter pta savvy 120cm 6x2 was received coiled inside a plastic bag. The unit was received inserted in a non-cordis sheath introducer. The balloon was separated in two pieces. No other damages were noted along the device. The leak test could not be performed due to the balloon conditions. The unit was removed from the sheath introducer without any anomalies. Sem results showed that the balloon external surface exhibited evidence of abrasion near the tear edge. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon/burst reported by the customer was confirmed. The reported pta system/withdrawal difficulty-through guide/sheath reported was not confirmed since the unit was removed from the sheath introducer. The exact cause of the failures reported by the customer could not be conclusively determined: however controls are placed in the production lines to prevent defective units from leaving the facility. With the limited information provided it is not possible to determine an exact cause for the reported customer complaint; however lesion characteristics can contribute to the type of damage found on the balloon. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.

Event description:
It was reported that after inflation in the popliteal artery, a savvy balloon burst and there was difficulty retrieving it from the sheath. The balloon was inflated at the bifurcation of the profunda and sfa in a calcified region. During the inflation, the balloon burst. The physician tried to remove the balloon through a 6f cook balkin sheath. He was unable to retrieve the balloon inside the sheath. He finally retrieved the sheath and the balloon and kept a 0.018 wire as an access in order the re-insert a new sheath. Device will be forwarded on receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available, but will be submitted within 30 days upon receipt.